Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave blood glucose results on the night of (B)(6) 2016: 300's mg/dl range, 180 mg/dl, and 74 mg/dl within 10 minutes. The next morning on (B)(6) 2016 blood glucose was 480 mg/dl, 190 mg/dl, and 88 mg/dl within 10 minutes. No adverse reactions reported. A request was made for the return of the meter and strips, replacement sent.